Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative reloaded the configuration files and flashed the nodes. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system' foot switch would stick during fluoroscopic x-ray. No patient injury was reported.